Event description:
As reported: "drill breakage during drilling to the proximal most distal transverse hole of the t2alphagt nail. This event occurred after insertion of 3 distal ml screws, proximal dynamic hole insertion and external compression. The removal of the drill tip was successful and the operation was completed."

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.

Event description:
As reported: "drill breakage during drilling to the proximal most distal transverse hole of the t2alphagt nail. This event occurred after insertion of 3 distal ml screws, proximal dynamic hole insertion and external compression. The removal of the drill tip was successful and the operation was completed."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.